Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother called reporting her son has been having high blood glucose levels. The device is not alerting when the reservoir runs low. Currently customer's blood glucose is 77 mg/dl. Customer said one time the device showed bars, but the reservoir was actually empty. There were no leaks. He was advised that if the piston is not completely forward, it will not sense the reservoir is low. The device passed the displacement test. Customer's mother called back on (B)(6) 2014 asking for a replacement. She said the device was still not alarming when low. Customer's blood glucose was over 600 mg/dl. It was now 436 mg/dl after treating with a bolus. The device's history showed low reservoir alarms that day and the last time they tested the device. Mother said she did not hear the alarms. The device passed the self test. It gave a beeping alarm and also vibrated when changed to vibrate mode. Mother said she cannot hear the alarms. A replacement device was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.